Event description:
Beckman coulter inc., (bec) in indianapolis reported a leak coming from pipettor #4 on their unicel dxi 800 access immunoassay system. Material safety data sheet (msds) was consulted and the site has an exposure management plan. The user was wearing personal protective equipment (ppe) consisting of gloves and glasses. No harm or injury was reported by the user. No patient results were generated in connection to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse examined the instrument and cleaned the carriage and the sensor, the fse then exercised the carriage with no issues. The fse repaired loose tractors on the sample pipettor and a drip was observed at pipettor #4. The fse tightened a loose in line connector on pipettor #4 and was able to prime the system multiple times with no further leaks occurring. The fse verified repairs per established procedures and the results met published performance specifications. Although the fse addressed hardware issues, a definitive root cause for this event has not been determined to date. (B)(4).